Event description:
It was observed that during the device evaluation, the high flow insufflation unit exhibited a reduced average flow rate, several dim light-emitting diodes (led) on the front panel, and a primary pressure reducing valve failure. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunctions: a primary pressure reducing valve failure. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.